Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and treatment for the peritonitis event were not reported. It was reported that the patient was not hospitalized for the event. At the time of this report, the patient outcome was not reported. On an unreported date the patient's pd catheter was removed, pd therapy was discontinued and the patient was switched to hemodialysis. No additional information is available.